Manufacturer narrative:
If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, a post from (B)(6) noted that the patient was having issues with the air bubbles in the cartridge reservoir after it was loaded. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of air bubbles in the cartridge without a known cause remained unresolved.